Event description:
It was reported that this pacemaker exhibited impedance issues. Subsequently, the patient underwent a revision surgery in which this device was explanted and replaced. No additional adverse patient effects were reported. This device remains in service.